Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 140, 175, 167, 161, 24 and 60 mg/dl (2 vials of same lot number -zb5257s). The customer¿s expected blood glucose test result ranges are <90 mg/dl am fasting, 140 mg/dl one hour post meal and 120 mg/dl 2 hours post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2024 and current vial open date is (B)(6) 2023. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 140 mg/dl, date: (B)(6) 2023, time: 10:04 am 2 hours post meal. Result 2: 175 mg/dl, date: (B)(6) 2023, time: 9:54 am 2 hours post meal. Result 3: 167 mg/dl, date: (B)(6) 2023, time: 9:52 am 2 hours post meal. Result 4: 90 mg/dl, date: (B)(6) 2023, time: 7:29 am fasting. Result 5: 161 mg/dl, date: (B)(6) 2023, time: 10:34 pm non-fasting. Result 6: 24 mg/dl, date: (B)(6) 2023, time: 8:37 am fasting. Result 7: 60 mg/dl, date: (B)(6) 2023, time: 8:39 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.